Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a controller board issue. A field service engineer inspected the communication bus cable and found a cut mark that was making contact with metal, causing the full height drawer to not be detected on the communication bus. The field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer was not opening, causing a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.